Manufacturer narrative:
Continuation of d10: product ID: 37603, serial# (B)(6), implanted: (B)(6) 2021, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was initially received from a patient's representative the patient had not been using the equipment and his tremors were coming back. Caller states noticing tremors around the 25th of july. Additional information was received from the healthcare provider (hcp) during follow up to obtain additional information that the patient was unable to have an MRI due to a failed impedance check.